Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4) device 1 of 1.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced 20 infusions sets fell off events on 03-may-2024 and 06-may-2024. Patient replaced infusion set and resumed insulin successfully. No further information available.